Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 300 mg/dl to "high" and trace ketones; cause was not known. Customer administered a bolus via the pump and a manual injection to address bg. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.